Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported to our sales rep that a patient came in with pain. Further, they took x-rays and observed, that the gamma nail was broken.